Event description:
Customer alleges blackened connector pin on inform meter. Customer states that meter and base are saturated with cleaning solution during cleaning. No adverse events were reported in connection with this report. Replacement sent; return requested.